Manufacturer narrative:
Device received for this event is being corrected from osseospeed 3.5 s - 11 mm catalog # 24612 to osseospeed tx 3.0 s - 11 mm catalog # 24982. Correcting lot # from unknown to lot # 98886. Removing implant date - initially reported as- 09-sep-2009 to no date.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.